Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the solitaire ab had not been intended to be implanted and was being used for embolization.

Manufacturer narrative:
Street 1 (cont.): (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a solitaire ab (sab) that detached unintentionally. The patient was undergoing a mechanical thrombectomy procedure to treat acute ischemic stroke in the middle cerebral artery distal m1 segment. Vessel tortuosity was severe. It was reported that the sab was used to remove the thrombus. One pass was made. When the stent was combined with the thrombus, it was pulled back. When the distal part of the stent was pulled to the proximal segment of the m1, the sab accidentally detached. The stent and thrombus remained in the patient's middle cerebral artery m1 to c6 segments of the internal carotid artery. It was noted that there was resistance during the retrieval process. The patient did not have stenosis proximal to the thrombus site. Additional information received reported that the resistance occurred in the patient's vessel and when the solitaire ab and catheter were retrieved together. The patient was admitted to the hospital with hemiplegia, which worsened after the surgery. The doctor tried to remove the stent with a capturer or a new stent, but the guidewire couldn't pass through the stent and the passage couldn't be established. The solitaire ab remains in the patient. The devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a rebar 18 catheter.